Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotation speed did not decrease. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.5mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr could not cross the lesion even though an attempt was done several times. It was also noted that the rotation speed did not decrease. The procedure was completed with a 1.75mm rotalink¿ plus. No patient complications were reported and the patient's condition was good.